Event description:
It was reported the end user developed an intermittent rash with light pink spots under the skin barrier. The rash has persisted for approximately 2 years. The end user sought treatment from his physician and was issued a prescription for bactrim. The rash has subsided with the use of the prescriptive bactrim. In addition, the patient was advised to switch to a more appropriately sized skin barrier. No further patient complications were reported.

Manufacturer narrative:
After detailed batch review, a discrepancy was noted that was unrelated to this complaint. A non-conformance was raised for this issue and there is no impact to this complaint. The product associated with batch 4e01868 was made according to specification. The quality system was queried for any non-conformances or deviations against the lots associated with final batch 4e01868. The results support that no non-conformances were raised against the batch for this complaint issue. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. (B)(4). No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.